Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: no por events observed in the black box to support power loss. Multiple 054-0000 alarms observed in the history. Investigators were unable to duplicate alarm. Test battery cap tightens securely onto the pump and is able to maintain electrical connection. A crack was found along the side of the battery compartment threads. Investigators were not able to duplicate power loss. Opened the pump case and found no damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.